Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693565 implantable tachy lead, (B)(6) 2010; 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there was high impedance and increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high impedance and increased thresholds. The lead remains in use. No patient complications have been reported as a result of this event.